Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Visual, dimensional and functional inspections were performed. The reported deflation issue was confirmed. The reported difficulty removing the balloon dilatation catheter (bdc)could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the nc trek rx, global, instruction for use, states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in an unspecified artery. The 4.0x20 mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and was inflated; however, after holding negative for a few seconds the balloon did not completely deflate. Due to the bdc being partially deflated during removal, force was applied to remove the bdc through the sheath. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.